Manufacturer narrative:
Additional information received: it was clarified that the physician did not express dissatisfaction regarding the type IV endoleak that persisted after implantation of the (B)(6) stent graft, and this did not result in a significant increase in procedural time. The increased procedural time and dissatisfaction were associated with the endoleak identified on (B)(6), which necessitated the implantation of the (B)(6). The endoleak was confirmed to be resolved on the 30-day follow-up CT. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that the endoleak was confirmed as a type IV endoleak and did not resolve after reversing the heparin. The physician expressed dissatisfaction with the endoleak that remained which led to a significant increase in procedural time. A 30 day follow up CT confirmed that the type IV have resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the films received; however, the cause and subtype of endoleak could not be conclusively determined based on the limited images available. Lack of pre-implant CT prevented assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (i.e., injecting contrast from several levels within the stent graft) was not available. Type ia and type ib endoleaks are not considered potential sources, as both proximal and bilateral distal seals were observed to be adequate. A type iiia junction endoleak also does not appear to be the origin, given the adequate component overlap and a type iiib endoleak is unlikely to have occurred during the index procedure. The endoleak appears likely to be a type IV endoleak due to fabric porosity. It is possible that this likely type IV endoleak may have been exacerbated by fabric stretching of the contralateral limb resulting from stent diameter expansion from approximately 15mm to approximately 20mm, followed by a decrease to approximately 10mm . Other factors such as heparin dose, outflow resistance, imaging quality, and aneurysm sac volume may also have contributed to a type IV endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An enlw1624c120ee stent graft was implanted as part of the endovascular treatment of a 60mm aaa . It was reported that after deployment of the contralateral limb, angiography revealed significant membrane leakage in enlw1624c120ee . A limb stent graft, enlw1616c95ee was implanted at the limb junction as treatment. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided and the patient is fine.